Event description:
The customer states that one patient sample generated cell-dyn 3700 sl rbc results of 2.24 m/ul and hemoglobin results of 6.9 g/dl in the closed mode of operation. This same patient sample generated an rbc result of 5.00 m/ul and a hemoglobin result of 15.5 g/dl in the open mode of operation. The customer states that the sample was quite low in volume, but the analyzer did not generate an insufficient quantity error in the closed mode of operation. As part of the troubleshooting for this issue, the customer tested five other low volume samples (0.3 ml) and three generated a quantity insufficient error and two did not (these two generated abnormal results; the customer did not provide any values for these two samples). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Manufacturer's preliminary analysis: the pump was replaced by the technical service, and it has been sent to the manufacturer for evaluation. The manufacturer is doing test treatments with the programmed parameters in order to reproduce the incident. "Patient connected to another aquarius machine. It works ok ."(sic) patient's status or outcome: "actually under treatment and great outcome"

Manufacturer narrative:
MFR date: 2008. The exchanged predilution pump motor was sent to the manufacturing site at (B) (4) for verification testing. The motor was installed in an aquarius machine and a functioning testing was performed. The aim of that verification testing was to assure that the motor is not the cause why the predilution pump was not working. The verification test was done according to previous defined requirements. It was tested that pre- and post-dilution pumps need to work correctly in the range of 100 ml/h to 700 ml/h also in case one of the pumps is programmed to 0 ml/h or 100 ml/h. The result of the verification process is documented in the verification record and summarized in the verification report. All tests were passed. The described event was not reproducible. The verification testing also showed that there was no defect at the predilution pump motor. No fault found.

Event description:
Reportedly, during cvvh treatment, the predilution pump that had been programmed at 230 ml/h didn´t work. The alarm for "pump not running" did not appear.